Event description:
The reporter states that her blood glucose result was 450 "something" (mg/dl) on the accu-chek advantage system in comparison to the professional meter result of 190 "something" (mg/dl). The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.